Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2007 the patient underwent a gynecological procedure in order to treat vaginal bleeding, leiomyoma of uterus, uterine fibroids, and stress urinary incontinence and mesh was implanted along with the concurrent procedures of dilation and curettage, diagnostic w/ hysteroscopy, myomectomy, and cystoscopy. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent hysteroscopic resection of endometrial fibroid, d&c and hysteroscopy on (B)(6) 2013. No additional information was provided.